Event description:
It was reported that the patient had suicidal thoughts. The patient reportedly had such "horrible pain" on the day of the report that her healthcare provider (hcp) "would not put a spinal pump in." It was stated that the patient's legs went numb when the neurostimulator worked and that the patient could no longer walk. The patient's legs reportedly "gave out often and did not have the strength anymore." It was noted that the patient "burned 3 neurostimulators out" due to settings that were "up too high," had allergies and problems with taking narcotics, had "no relief" on 7 volts, took percocet, used fentanyl patches, and received injections of demerol and phenergan. It was stated that lying was "too painful" and weather changes caused pain. It was noted that the patient fell "quite some time ago," and hit her head on the counter causing it to bleed. No specific timelines were given. The device, serial # (B)(4), was listed as "inactive" as of (B)(4) 2007 in manufacture database. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6), product type extension, product ID 7435, serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID 7427, serial# (B)(4), implanted: 2002 (B)(6), product type implantable neurostimulator, product ID 3487a-33, lot# j0217084v, implanted: 2002 (B)(6), product type lead. (B)(4).